Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A lot number could not be obtained; therefore, a review of the batch record data could not be performed without a valid lot number. A 12 month review of complaint listings for rash/itch under order (B)(4) found 3 cases reported. Based on the eval conducted, no future investigation is required.

Event description:
Report received indicated that the patient had weepy, itching skin under the tape border, but the skin is not open. No further info was provided and the patient outcome was not reported.